Event description:
It was reported that the patient was admitted due to "chest tightness for more than 3 days". After admission, relevant examinations were actively improved. The initial diagnosis was: spontaneous pneumothorax, rupture of pulmonary bulla. During the surgery, a thoracoscopic bullectomy, the surgeon noted the device with air leakage issue, which caused chest tightness. After taking negative pressure drainage measures and oxygen inhalation, the patient gradually relieved.

Manufacturer narrative:
(B)(4). Batch #: unknown. Attempts are being made to obtain the following information. To date no response has been provided. Once additional information has been received, a follow-up report will be submitted: did the patient have an original bullectomy? Were there any x-rays or other procedures/investigations completed prior to surgery? What is meant by the ¿surgeon noted the device with air leakage issue¿? Did the surgeon experience any issues with device? Does the surgeon believe that there is an alleged deficiency with the ethicon device that may have caused or contributed to the complications? What is the current patient status? Please provide a timeline of events. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing documentation could not be completed as the lot number was not provided. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 1/4/2023. Additional information was requested and the following was obtained: did the patient have an original bullectomy? Yes. Were there any x-rays or other procedures/investigations completed prior to surgery? Yes. What is meant by the ¿surgeon noted the device with air leakage issue¿? Leakage after operation. Did the surgeon experience any issues with device? No. Does the surgeon believe that there is an alleged deficiency with the ethicon device that may have caused or contributed to the complications? Yes. What is the current patient status? Good. Please provide a timeline of events could not provide.